Event description:
A 64 year old patient with known coronary artery disease was previously resuscitated and presented with an acute myocardial infarction complicated by cardiogenic shock, classified as society for cardiovascular angiography and interventions stage e (lactate 10.8 mmol/l, ph 7.29). The patient initially received left ventricular support via an impella cp device as a bailout measure and was subsequently escalated to biventricular support with impella cp and impella rp flex shortly after the initial insertion. A complaint was filed regarding multiple suction alarms of impella cp device. Troubleshooting attempts included volume substitution and reduction of impella cp flow. Despite these interventions, the patient¿s ph further declined to 7.1. At this time, coding "known" pericardial effusion and thrombus for the impella rp, as it is unknown when the pericardial effusion occurred and whether thrombus was ruled out for the rp flex if it was initially suspected. Given the poor overall prognosis, the care team engaged the family in withdrawing care-discussions. The patient subsequently expired. Given the poor status oft he patient, the impellas has likely not caused the death of this patient. The cp was coded for device repositioning, death. The impella rp flex was also coded for death.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.